Manufacturer narrative:
E1; (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 06-04-2024 it was reported by the patient that 1 infusion set leakage event happened. No further information was available.